Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. The patient reported pain and high blood pressure. The patient mentioned concerns on whether the stent graft was working properly. The patient stated that during a recent follow up with the physician and after the patient reported the concerns, the physician advised the patient that there were no issues with the stent graft and that the patient was in good health. The physician confirmed with a cta that no endoleak was present. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the patient reported leg issues as well as possible occlusion in the implanted stent grafts. Their physician was contacted and the physician confirmed that there were no issues associated with the stent graft or the patient's leg.